Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the audio bolus button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2017 with the following findings: during investigation, the audio bolus button responded appropriately during testing. The bolus button cover was removed and no intermittent conditions observed on contact. The pump was opened and no intermittent conditions were found with the bolus flex connector. The original complaint of an audio bolus button response issue was not duplicated during testing. Unrelated to the complaint, investigation revealed a crack in the battery compartment below the grip pad to the case seal.